Event description:
It was reported the patient presented for a device exchange. Interrogation prior to the procedure revealed the right ventricular lead exhibited high pacing impedance. Imaging showed the cause was an abnormal bend or fracture on the right ventricular lead. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.